Manufacturer narrative:
Results: 99% stenosis and calcification, passed through previously deployed stent. Conclusions: 99% stenosis and calcification. (B)(4).

Event description:
The target area was first pre-dilated. The lesion was 99% stenosed. No issues were noted in delivery of the nc sprinter device to the target lesion. On review of the angio, it was observed that there was no flow through the vessel. Another balloon was prepped and advanced, however the physician noticed an additional markerband on the angio. It has been confirmed that the patient was transferred at a later date to another facility where the detached portion of the balloon was removed successfully. Image review: the images show the calcified stenosis lesion in the proximal diagonal inside a previously deployed stent. The images show that during inflation for the nc sprinter 2.5 x 9mm balloon that the balloon bond material proximal to the balloon also expanded when an inflation pressure of 24 atms was supplied to the device. Based on the confirmed failure mode of the device it confirms that the expanded balloon bond burst on inflation to 24 atms. The balloon nc sprinter rx product is designed such that the balloon is designed to burst before the shaft at an inflation pressure of 18 atms or above. The procedural images suggest that the balloon bond was damaged causing it to inflate during the pressurization of the nc sprinter balloon and the shaft/bond area burst at 24 atms, they images appear to show the detached piece of material including the radiopaque marker band. The images show a number of attempts to retrieve the detached portion of the balloon as reported by the account. The images do not provide any conclusive evidence to what may have caused the damage to the shaft of the device resulting in the reported events although the do show previously deployed stents and some calcification in the vessel which may have contributed to the shaft damage/balloon burst and/or detachment.

Event description:
A nc sprinter balloon dilation catheter was being used to treat an in-stent restenosis in the diagonal. Device was removed from packaging and inspected prior to use with no issues noted. The device passed through a previously deployed stent. It is reported that during 1st balloon inflation the balloon burst at high pressure (24atms). The device was not moved or repositioned prior to burst. It was reported that half of the balloon was missing on removal, of the device, from the patient. The remainder of the balloon was located in the diagonal vessel with no flow beyond. The clinician tried to pass a whisper a fielder wire, and then tried to puncture through with a miracle wire. A guide liner was also used to advance as far forward into the vessel as possible to provide support. A gooseneck snare from radiology was also attempted however it proved to be ineffectual as it was far too big. The consultant also tried to pass a 1.2mm balloon past the obstruction with a view to then inflating and dragging everything out. Finally an attempt was made to push the blockage down to the distal end of the vessel in an attempt to minimize the damage to the heart however it was not possible to move it. Some flow was restored when the wire was removed. The detached portion of the balloon was unable to be retrieved. No additional clinical sequelae were reported. Device evaluation: the proximal balloon bond appeared to have inflated and burst. A section of balloon material remained attached to the expanded bond area. The remaining balloon material, distal tip material had detached and one inner shaft marker had detached. The balloon material was jagged and uneven along the detachment site. The distal tip material was jagged and uneven at the detachment site. The inner shaft was bunched and deformed at the attach tip bond.

Manufacturer narrative:
Evaluation codes: results/conclusion - root cause undetermined, balloon inflated over rated burst pressure, balloon, shaft; balloon burst and detachment is most likely produral related. (B)(4).